Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that prior to device upgrade procedure upon interrogation, electrograms revealed that the right atrial (ra) lead exhibited oversensing of noise. The oversensing resulted in noise reversion along with inappropriate automatic mode switch (ams) episodes. The lead was capped and replaced on (B)(6) 2020. The patient remained stable before, during, and after the procedure.